Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had several seizures last thursday and spent a couple days in the hospital. The patient stated while hospitalized, "they ran a lot of tests on me" including EKG and MRI. The patient stated "since that, my legs are so heavy" and they had been weak, stating "I know I've been through a lot of trauma but my arms are moving fine, my hands aren't quite like they used to be". The patient confirmed the pump had not been alarming and did not hear alarm during hospitalization. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.